Event description:
It was reported that an ilet user experienced repeated alert 60 indicating bluetooth communication failure and an insulin occlusion, with the pump restarting multiple times and the bluetooth version displaying 0.0.0.0. Symptoms included device communication failure. Outcomes included interruption of therapy and the need for device replacement. Investigation included customer interview and device history review. Investigation of this case revealed a suspected malfunction of the bluetooth communication module and a reported insulin pathway occlusion. It was concluded that the device malfunctioned and replacement was required.